Event description:
It was reported that versacross connect access solution for faradrive selected for pulmonary vein isolation procedure. During the procedure,, after inserting the sheath into the body in preparation for transseptal procedure, the physician was unable to advance or retract wire. The system was removed for inspection, and it was discovered the tissue had dissected and become wrapped around the wire and inside the dilator. Tried to correct outside the body but stated that didn't feel safe using the same device and requested new one. Procedure was completed successfully by using different device and same model. Patient was fully recovered, discharge on standard time and no complication was reported. The device is expected to return for analysis. It was further reported that the dissection was noted when the sheath was in the body and the wire was difficult to maneuver. That some tissue was wrapped around the wire inside the dilator. The dissection was not treated. The patient was observed overnight and later discharged. The difficulty was noted during backloading the wire. The rf wire was stuck in the dilator. No other issues were noted. The device is not expected to be returned for analysis (retained by the customer).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields: outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted.

Event description:
It was reported that versacross connect access solution for faradrive selected for pulmonary vein isolation procedure. After inserting the non-boston scientific sheath into the body in preparation for transseptal procedure, the physician was unable to advance or retract wire. The system was removed for inspection, and it was discovered the tissue had dissected and become wrapped around the wire and inside the dilator. Tried to correct outside the body but decided to replace the device. The procedure was completed successfully. Patient was fully recovered, and no other complications were reported. No interventions were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.